Event description:
Medwatch report #(B)(4) states: patient failed left hip implant with metallic synovitis, left hip joint, due to recalled asr implant. A revision of the left total hip replacement was performed. As well as a full synovectomy of the left hip joint for synovitis. Other relevant history: this patient is a (B)(6) male who had a bilateral hip replacement performed back on (B)(6) 2009. Both hips used a 60mm diameter asr shell with 53 head on both sides. The right hip was causing problems and was revised in (B)(6) 2010. The right hip has recovered well. Now the left hip has started causing pain.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.